Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: event notified to (B)(4) ministry of health as near incident. After a few minutes from infusion (saline solution 500cc + zantac 2 vials intravenous), the subcutaneous tissue around the port-a-cath was swollen causing pain to the patient. The infusion was blocked. The patient was subjected to x-ray chest with contrast media which revealed the breakage of the port-a-cath. Extension of the hospital stay. Chemotherapy infusion for patient with metastatic carcinoma of the rectum. Sample is not available since it was discarded after replacement. The broken catheter removed from the patient with an additional surgery. The port was placed on (B)(6) 2013.